Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared a code 1007 due to capacitor charge time exceeding limitations. It was noted that in addition, the battery had depleted. Technical services recommended device replacement. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h10: the returned cardiac resynchronization therapy defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared a code 1007 due to capacitor charge time exceeding limitations. It was noted that the battery state depleted in addition to the code 1007. Technical services recommended device replacement. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared a code 1007 due to capacitor charge time exceeding limitations. It was noted that in addition, the battery had depleted. Technical services recommended device replacement. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects were reported.